Event description:
Company representative reported that consumer was injecting his medication (non-insulin) and needle broke inside his penis. Consumer went to a private hospital and micro-surgery was necessary for removing the needle. Four (4) stitches were received and consumer was on antibiotic and anti-inflammatory medication for one (1) week.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.